Event description:
Customer reported that she had received a motor error alarm during a bolus. The blood glucose reading was 99 mg/dl. Customer was able to resume the suspended bolus and complete it. She stated that the insulin pump was not exposed to moisture but had been dropped and bumped. She stated that it was not exposed to a strong magnetic field or MRI. She was assisted in clearing the alarm and reported that she was able to rewind the insulin pump. Customer also reported that she had received a no delivery alarm that was resolved by a complete set change. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.